Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported by the patient's father that after implant the patient's implantable pulse generator (ipg) showed 8 years of battery life remaining. One month after implant the battery showed 7 years longevity remaining, and at the most recent appointment the battery showed only 4 years battery life remaining. The patient's father understands the patient is 100% paced however still expressed concern over the drop in battery life. The ipg remains in use. No patient complications have been reported as a result of this event.